Event description:
Fluid leaked under normal use by pt. Approximately 1-2 tablespoons of liquid ingested. -after incident, learned that product is under recall: see FDA recall notice p06-21 dates 02/09/06. Poison control, pediatrician contacted. No adverse reactions 14 hours after event.